Event description:
A report was received that the patient was experiencing burning sensation at the pocket site and had been frequently charging the ipg. Database analysis revealed no anomalies. High impedances were noted on electrodes. The patient underwent an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial#: (B)(4), description: linear 3-4 lead, 50cm. Model#: sc-3138-35, serial#: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing burning sensation at the pocket site and had been frequently charging the ipg. Database analysis revealed no anomalies. High impedances were noted on electrodes. The patient underwent an explant procedure. No device malfunction suspected.